Event description:
Hcp was refilling implantable pump. The pt was reported to be a "large man." The port in the reservoir was missed with the result being that the drug (mso4) was injected into the subcutaneous pocket around the pump. The error was discovered immediately. 2 cc were removed from the pump and 11 cc were recovered from the pocket. 18cc is the capacity of the pump and the concentration of the drug was not reported. Pt was admitted to ICU and narcan was administered. Pt was observed overnight and discharged home the next day, with no sequela.